Event description:
It was reported the pt experienced ineffective stimulation coverage in the desired pain pattern during post permanent scs implant programming session. X-rays indicated the lead had migrated. The pt underwent surgical intervention to reposition the lead. F/u identified the pt is receiving satisfactory stimulation therapy. The issue has been resolved.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.